Event description:
A screw backed out of an implanted plate post operatively. The screw was explanted and replaced with another screw.

Manufacturer narrative:
Additional MDR associated with this event: MDR 3025141-2014-00220: screw.